Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a trial lead. The patient indicated having a headache and was treated immediately with a blood patch. Follow-up information indicated the patient¿s headache has resolved.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode trial lead, model: 3086, UDI: (B)(4), serial: (B)(4), batch: a000129527.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.